Manufacturer narrative:
As the stent remains implanted and the delivery device has been confirmed as disposed, no product analysis can be completed and no root cause determination can be made.

Event description:
It was reported that during an unspecified procedure, a stent dislodgement occurred. The lesion being treated was located in the mid circumflex (cx). The patient was reported having severe three vessel coronary artery disease and not a surgical candidate. The mid cx was predilated. The physician then attempted to advance the 4x12mm liberte' monorail stent delivery system to the mid cx; however, he had difficulty advancing through the proximal cx. It was reported that there was a sharp turn of the cx from the left main (lm), followed by another curve. The physician attempted to remove the liberte' stent delivery system with the intention of predilating the proximal cx; however, the stent came off of the delivery system, remaining half in the ostial cx and half in the lm. Another manufacturer's balloon was advanced into the stent, and then the physician wired the left anterior descending artery (lad), advanced another manufacturer's balloon into the stent, and deployed the stent in place using a kissing balloon technique. Another 3.5 x 12mm liberte' was placed in the lad as well. It was reported that the patient experienced some chest pain during this procedure; however, there were no EKG changes, no further intervention done, and the patient remained hemodynamically stable. Patient status was reported as 'stable'.